Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to fire device due to a defective button. Could not test to see if the lancet retracted.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix plus device. No adverse event reported. A request was made for the return of the product, replacement was sent.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.